Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal ligation, the thread of the device broke. A new device was used to resolve the issue. No patient injury .